Manufacturer narrative:
E1: address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: damaged by the excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced missing (loss of) the light bundle connector during set-up/ inspection for use. There were no reports of patient harm.